Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed, indicating a compromised force sensor system, and that insulin was "squirting" out during the manual prime process. The blood glucose reading was 290 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to protruded/loose drive support disk. The insulin pump was unable to perform basic occlusion, occlusion, the excessive no delivery test due to prime alarm. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, broken belt clip slot and missing endcap sticker.